Manufacturer narrative:
Updated data: b4. A fourth paragraph was added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported during a transcatheter aortic bioprosthetic valve replacement (tavr) procedure, prior to inserting the delivery catheter system (dcs), the patient developed a complete heart block with no escape rhythm. Transvenous cardiac pacing (tvp) was placed through an access at the left femoral vein and left in place. Vascular access for the dcs was achieved via the right common femoral artery. The dcs and loaded valve were inserted into the patient and navigated to the heart. The valve was implanted in the aortic position. Upon evaluation, atrio-ventricular conduction recovered. Following the tavr, the patient was lethargic from the anesthesia. The patient's daughter and medical power of attorney (mpoa) refused to sign consent for permanent pacemaker implant and requested for the patient to make the decision. The mpoa chose to wait 24-hours post-anesthesia for the patient to make a decision. Over the following 24-hours, the patient was to be monitored and then re-evaluation for pacemaker versus a 14-day portable electrocardiogram cardiac (holter) monitor in light of recovery of atrial ventricular conduction. The patient died ten days following the tavr due to multiple organ dysfunction syndrome. A permanent pacemaker was not implanted. No further details were provided related to the patient's death. Additional information was received to report upon removal of the catheter at the left femoral arterial line, a large hematoma began to form above the removal site. Manual pressure was applied and held for 30 minutes; the site became soft. A pressure dressing and gauze were applied to the area and then a sandbag was placed for two hours. The hematoma resolved the same day. Of note, the arterial access for insertion of the dcs was achieved via right common femoral artery. Additional information was received that prior to the implant of the valve a pre-implant balloon aortic valvuloplasty (bav) was performed. One day following the implant of the valve, a permanent pacemaker was implanted. Additional information was received to clarify a permanent pacemaker was not implanted on the first post-operative day as previously noted. Instead, a temporary pacemaker was replaced.

Event description:
It was reported during a transcatheter aortic bioprosthetic valve replacement (tavr) procedure, prior to inserting the delivery catheter system (dcs), the patient developed a complete heart block with no escape rhythm. Transvenous cardiac pacing (tvp) was placed through an access at the left femoral vein and left in place. Vascular access for the dcs was achieved via the right common femoral artery. The dcs and loaded valve were inserted into the patient and navigated to the heart. The valve was implanted in the aortic position. Upon evaluation, atrio-ventricular conduction recovered. Following the tavr, the patient was lethargic from the anesthesia. The patient's daughter and medical power of attorney (mpoa) refused to sign consent for permanent pacemaker implant and requested for the patient to make the decision. The mpoa chose to wait 24-hours post-anesthesia for the patient to make a decision. Over the following 24-hours, the patient was to be monitored and then re-evaluation for pacemaker versus a 14-day portable electrocardiogram cardiac (holter) monitor in light of recovery of atrial ventricular conduction. The patient died ten days following the tavr due to multiple organ dysfunction syndrome. A permanent pacemaker was not implanted. No further details were provided related to the patient's death. Additional information was received to report upon removal of the catheter at the left femoral arterial line, a large hematoma began to form above the removal site. Manual pressure was applied and held for 30 minutes; the site became soft. A pressure dressing and gauze were applied to the area and then a sandbag was placed for two hours. The hematoma resolved the same day. Of note, the arterial access for insertion of the dcs was achieved via right common femoral artery. Additional information was received that prior to the implant of the valve a pre-implant balloon aortic valvuloplasty (bav) was performed. One day following the implant of the valve, a permanent pacemaker was implanted. Additional information was received to clarify a permanent pacemaker was not implanted on the first post-operative day as previously noted. Instead, a temporary pacemaker was replaced. Additional information was received to report the chb developed after the pre-implant balloon dilation, prior to the insertion of dcs. The chb was related to the underlying intrinsic bifascicular block prior to the procedure and probably due to the pre-implant balloon valvuloplasty. The patient had a history of renal transplant, was taking chronic immunosuppressive therapy, along with a host of other chronic and severe medical comorbidities. The patient originally presented to the hospital for symptomatic aortic stenosis and a tavr procedure. The patient had a complicated post-operative course; was noted to be increasingly delirious and progressed to a state of terminal delirium over the course of approximately 1 week. Through that same time, the patient was noted to be in renal failure, suspected acute tubular necrosis (atn), and increasingly short of breath. The physician diagnosed failure to thrive; the patient was remained uncomfortable, delirious, and without a significant hope for any good outcomes despite most aggressive efforts. For this reason, the patient's family was given the options for transitioning him to comfort measures only with the thought of eventual ly leading into hospice care. Comfort measures were employed nine days after the tavr and the patient was transferred for more attentive symptomatic care. In the morning of the next day, the patient was evaluated and was found to be very comfortable and resting. In the afternoon of the same day, a nurse assessed the patient and determined the patient was apneic and unresponsive. The patient was examined by a physician and pronounced deceased. Per the physician, the patient's mortality was not related to the dcs or the valve. The most likely cause of mortality was due to the tavr procedure and the multiple, underlying comorbidities.

Manufacturer narrative:
Updated data: b5. A fifth paragraph was added. B7. H6. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported during a transcatheter aortic bioprosthetic valve replacement (tavr) procedure, prior to inserting the delivery catheter system (dcs), the patient developed a complete heart block with no escape rhythm. Transvenous cardiac pacing (tvp) was placed through an access at the left femoral vein and left in place. Vascular access for the dcs was achieved via the right common femoral artery. The dcs and loaded valve were inserted into the patient and navigated to the heart. The valve was implanted in the aortic position. Upon evaluation, atrio-ventricular conduction recovered. Following the tavr, the patient was lethargic from the anesthesia. The patient's daughter and medical power of attorney (mpoa) refused to sign consent for permanent pacemaker implant and requested for the patient to make the decision. The mpoa chose to wait 24-hours post-anesthesia for the patient to make a decision. Over the following 24-hours, the patient was to be monitored and then re-evaluation for pacemaker versus a 14-day portable electrocardiogram cardiac (holter) monitor in light of recovery of atrial ventricular conduction. The patient died ten days following the tavr due to multiple organ dysfunction syndrome. A permanent pacemaker was not implanted. No further details were provided related to the patient's death.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5, d3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received which further reported that a pacemaker was implanted the day after the valve implant. Interrogation of the pacemaker showed appropriate function. Sinus rhythm was observed on telemetry. The chb was reported as resolved with sequelae the same day as the pacemaker implant.

Manufacturer narrative:
Updated data: b5, d4. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received indicated the death was now reported as a non-cardiac death.

Manufacturer narrative:
Updated data: a1 - pt. Identifier a2 - date of birth b5 d - suspect medical device information h6 - annex f. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that prior to the implant of the valve a pre-implant balloon aortic valvuloplasty (bav) was performed. One day following the implant of the valve, a permanent pacemaker was implanted.